Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitoring mobile application generated a message indicating that it was searching for the patient connector when the connector was placed on the patient¿s chest. It was noted that bluetooth status on the connector appeared connected, with the power indicator solid green, the bluetooth indicator solid blue, and the status indicator blinking yellow. It was further noted that attempts to interrogate the implantable pulse generator (ipg) resulted in a ¿no device found¿ message. Bluetooth on the implantable pulse generator (ipg) was confirmed to be active, indicated by a blue light. When attempting to locate the device, the connector blinked orange and displayed an ¿unable to find device¿ message. The connection attempt was unsuccessful despite the model being powered on and within range. Troubleshooting steps were taken to include confirming bluetooth was enabled on the host tablet and that wireless fidelity was connected, power cycling the host tablet, and confirming both the host tablet and patient connector were connected to external power. The issue persisted following these steps. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.